Event description:
The pt tested her blood glucose on suspect device and it was 40 mg/dl. She consumed sweets to raise her blood glucose. Was nauseated so went to ER. At ER she tested her blood glucose on the suspect device and it was 70 mg/dl; the hosp device read 330 mg/dl and the lab blood glucose was 390 mg/dl. She was given an IV with insulin.